Event description:
It has been reported there is a noise in the voice of the device.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a faulty speaker. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. The device was evaluated at the repair bench and the speaker failure was confirmed. Based on the information available, the cause of the reported problem was a potential speaker failure. The reported problem was confirmed at the repair bench. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was notified that the device had reached its end of service and could not be replaced. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.